Manufacturer narrative:
The subject device was returned to olympus for inspection. The xenon lamp and circuit boards are normal. The protrusion part on the xenon lamp replacement door which is to be contact the open detection switch was deformed and the switch was not functioning properly. Because of that situation, during the procedure, the subject device may have received an open signal of the xenon lamp replacement door temporarily, and the xenon lamp of the subject device may have gone off because of the signal. There is also the possibility that the xenon lamp replacement door was not closed properly. The protrusion part on the xenon lamp replacement door may have been deformed by user when he opened or closed the door. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an emergency surgery for a cerebral aneurysm rupture, the xenon lamp of the subject device went off with the power switch turned on. After turning the switch off and on, the xenon lamp lighted again, and the procedure was completed with the same device. There was no pt injury reported.